Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited high superior vena cava (svc) coil impedance and decreasing rv coil impedance. Rv lead trends showed that historically there was an svc coil fracture. Additionally, during a device change out procedure ¿unacceptable readings¿ of high voltage impedance were noted. The svc coil was programmed off. The rv lead remains in use. No patient complications have been reported as a result of this event.